Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke into two pieces. The surgeon was able to retrieve the pieces and complete the procedure. The hospital has reported no pt injury occurred.